Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a perseus ventilator had been professionally mounted on the ceiling-mounted supply unit by dräger. During preparation of the operating room, the supply unit with the hydraulic lift was unintentionally and unnoticed set down on a chair located in the operating room while operating the supply unit. This caused the perseus unit to be lifted out of the holding until it was technically locked off. Subsequent preparation of the dve (inserting plugs, etc.) Has caused the entire perseus unit to fall out of its mounting. Neither patient nor employee harm occurred.

Manufacturer narrative:
During investigation, it became apparent that the instructions for use of the ceiling supply unit (csu) did not describe the error case "hit an obstacle" to the extent necessary to completely prevent decoupling. In addition to inadequate instructions, the nature of the magnets installed in perseus could also be determined as an influencing factor for potential decoupling. By placing the device on an obstacle and an intended lag of the lifting column, the perseus adaptor equipped with magnets moves away from the csu side adaptor until the reed sensors installed in the csu switch off the movement. Thus, the nature of the magnets installed in the perseus has a decisive influence on the distance and thus on the time of switch-off. If the csu switches off sooner, the perseus cannot be decoupled even under the influence of force. In accordance with the causalities identified above, it was decided to inform all users about the identified risk by 20.12.2022 as part of a field safety corrective action (fsca) with a safety note. The safety note also contains a recommendation for action to prevent decoupling in the event of an error. The magnets will be replaced by affected customers by 31.08.2022. In addition, users are provided with an insert sheet as a supplement to the instructions for use of the ceiling supply unit.

Event description:
It was reported that a perseus ventilator had been professionally mounted on the ceiling-mounted supply unit by dräger. During preparation of the operating room, the supply unit with the hydraulic lift was unintentionally and unnoticed set down on a chair located in the operating room while operating the supply unit. This caused the perseus unit to be lifted out of the holding until it was technically locked off. Subsequent preparation of the dve (inserting plugs, etc.) Has caused the entire perseus unit to fall out of its mounting. Neither patient nor employee harm occurred. Movita aslb-0416, perseus asmk-0206.